Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as 2134265-2013-00714 and 2134265-2013-00703. It was reported that during an intra-vascular ultra sound (ivus) procedure, pullback difficulties occurred. The 75% stenosed lesion is located in a moderately tortuous distal left circumflex (lcx) artery. While testing the image with the atlantis sr pro imaging catheter outside the body, a good image occurred. After the imaging device was advanced across the lesion and an attempt was made to obtain pullback images, an overload error occurred on the ilab system an the pullback did not occur. An attempt was made to disconnect and reconnect the mdu, imaging catheter sled and the imaging catheter. This did not resolve the issue. The procedure was completed with a different device. No patient complications were reported and the patient's status is stable.